Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, it was reported that the battery gauge was fluctuating and insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Called declined to continue troubleshooting. No additional information was provided. There was no reported adverse impact to the customer¿s blood glucose level.